Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, an integrated circuit component was found to be out of specification. It was also noted that the line phone pad printing was smeared.

Event description:
It was reported by the patient that the remote monitor does not respond to the start/stop button. Troubleshooting steps were taken and after the patient disconnected and reconnected the power cord, the monitor was able to send a successful transmission. No patient complications have been reported as a result of this event.